Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the evaluation has been completed. Evaluation : method: device history record was reviewed. Conclusion: a f/u report will be submitted when the evaluation has been completed.

Event description:
During a percutaneous nephrostomy procedure, the 0.018 guidewire unraveled upon removal back through the needle. No harm or injury was reported.